Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping, and the screen was completely blank. Per reporter, they instructed patient to change the batteries, but the pump continued to alarm with nothing on screen. Reporter instructed patient to hold on/off button down which did not stop alarm or turn pump on, and also had patient try the start/stop button. Troubleshooting was unsuccessful. Per reporter, this event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.